Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video ultrasound scope eg-3670urk. In the event reported, it was stated that there was no ultrasound image. The event timing was in the operating room before use. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. The inspection findings are as follows: ultrasound image not detected by ultrasound machine; fluid invasion in ultrasound connector; failed wet leak test; suction tube resistance; failed dry leak test; bending rubber cut; bending rubber leak at proximal side; ultrasound connector body corrosion on main circuit board; customer complaint confirmed the device was repaired and returned to the use on delivery # (B)(4). Parts replaced: o-rings and seals; us connector body pb-free; o-ring (2x3.3) suction channel lg; bending rubber. A review of the service history indicates the device was routinely serviced at a pentax facility. On 12-oct-2021, a device history record (DHR) review for model eg-3670urk, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 17jan2019 under normal conditions, passed all required inspections, and was released accordingly. Also, the device also had 1 rework for part "c" replacement and no concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.